Event description:
Device failed while being taken out of package. Rubber catheter hub stuck to package tubing unable to retrieve catheter without damaging it. Catheter deemed unusable and new one was opened without issue. No harm to patient. Vendor notified and will replace. Merit has been having some quality control issues with these due to change in manufacturing location. Two from same lot failed. Swift ninja steerable microcatheter, merit medical, ref: miv-20500, lot: h2925594, expiration date: 4/13/27. Reference report: mw5156252.